Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that basal iq software did not terminate insulin therapy when intended. There was no reported adverse impact to the customer's blood glucose level. Tandem educated the contact regarding basal iq software predictions.